Manufacturer narrative:
This report is for an unknown 4.0mm cannulated screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the surgeon attempted to remove a 4.0mm cannulated screw from the distal tibia. The screw broke in half about at the top of the threads. The threads of the screw were left in the patient. The head and smooth parts of the screw were removed. No further complications. Procedure and patient status are unknown. This report is for one (1) unknown 4.0 mm cannulated screw. This is report 1 of 1 for complaint (B)(4).